Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic total hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 6 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced malaise ("sick all the time"), nasopharyngitis ("frequent colds") and unevaluable event ("lavh") and was found to have blood iron decreased ("iron was very low"). The patient was treated with surgery (surgery done via laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, malaise, blood iron decreased, nasopharyngitis and unevaluable event outcome was unknown. The reporter considered blood iron decreased, malaise, medical device removal, nasopharyngitis and unevaluable event to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on (B)(4)2020: information received via social media: follow up 3 and 4 processed together, added the new events of 'frequent cold' and 'lavh. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic total hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced malaise ("sick all the time") and was found to have blood iron decreased ("iron was very low"). The patient was treated with surgery (surgery done via laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, malaise and blood iron decreased outcome was unknown. The reporter considered blood iron decreased, malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: sick, low iron were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic total hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery done via laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.